Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 63, 3, 19, 81, and 28. Troubleshooting was performed and the customer was able to clear the alarm successfully and stated that the pump rewind was completed.¿¿the error table indicated that the insulin pump should be replaced. No harm requiring medical intervention was reported.¿the customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump errors 81, 3 28, 19, and 63 found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0878 inches. Test p-cap locked properly into the reservoir compartment. No pump errors 81, 3 28, 19, and 63 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 on the event date of 12/12/2022 at 16:29:43.000 or 4:29:43 pm (variable #: 14) due to a possible hse (high speed external) clock time out possible hardware error. Pump alarmed a pump error 3 on the event date of 12/12/2022 at 16:29:58.000 or 4:29:58 pm. Pump alarmed a pump error 28 on 12/05/2022 at 14:32:33.000 or 2:32:33 pm due to a time drift between main and motor clock exceeding1 minute possible hardware error. Pump alarmed a pump error 19 on 12/05/2022 at 14:32:33.000 or 2:32:33 pm due to main mcu not receiving minute event from the motor mcu for more than 2.5 minutes possible hardware error. No relevant pump error 81 alarms were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump and passed. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Pump error 81 was not confirmed. Pump error 63 was confirmed due to a possible hse (high speed external) clock time out possible hardware error. Pump error 28 was confirmed due to a time drift between main and motor clock exceeding 1 minute possible hardware error. Pump error 19 was confirmed due to main mcu not receiving minute event from the motor mcu for more than 2.5 minutes possible hardware error. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer stated that the insulin pump received multiple insulin pump error alarm. The device was returned for analysis.